Manufacturer narrative:
On 6/25/2019, the mentor failure analysis lab received the device for evaluation. The device was identified as a saline mentor siltex contour profile high 550cc breast implant, catalog number 3542714, lot number 6476021. The device reported in the initial report (sn (B)(4) is the replacement device. Device evaluation summary: during evaluation of the sample a tear was observed in the anterior view, measurement approximately 3.2 cm . No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with a saline mentor siltex contour profile high 450cc (r) and a saline mentor smooth round high profile 560cc (l) breast implants and experienced deflation on the right side and bilateral capsular contracture baker grade IV. Deflation was confirmed by physician during an exam. As a result, the patient underwent removal and replacement with unspecified mentor saline breast implants on (B)(6) 2019. This report is for the left side. The device manufacturing date for the reported lot number is after the reported implantation date. If additional information is received regarding the correct lot number or implantation date, a supplemental report will be submitted.